Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "instruments that have experienced extensive use or excessive force are susceptible to fracture."

Event description:
It was reported that patient underwent an anterior cruciate ligament repair procedure utilizing a guide pin on february 14, 2014. During the procedure, the tip of the guide pin fractured and wa retained by the patient.